Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0yq24, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0wagk, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
A health care provider via a company representative reported that during intraoperative, electrode impedance (ei) testing the left side showed an open circuit at the 2 contact combinations greater than 40000 ohms. They tested the lead with stimloc and small stylet showing normal ei. The health care provider (hcp) disconnected and reconnected the extension from the battery and retested, the ei still showing open circuit. The patient's extension was replaced with new extension and no problems were found. It was indicated the issue was resolved at the time of the report.